Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) for the patient with this right ventricular (rv) lead. Technical services (ts) observed far-field signals that were being oversensed by the device. The hcp indicated that a recent ablation procedure may have affected the r-wave amplitude, potentially causing it to appear on the atrial channel. Ts recommended further evaluation and adjustment of the device sensitivity. No adverse patient effects were reported. This rv lead remains in service.